Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission noted that the right atrial lead exhibited oversensing noise, which resulted in an inappropriate mode switch. The noise was not reproducible with isometric exercise. No changes or interventions were reported. The patient¿s condition was not known.

Manufacturer narrative:
Further information was requested but not received.